Manufacturer narrative:
The device was received by depuy synthes power tools. The device was evaluated and the reported condition of cannot insert cutter was confirmed. During service the device failed the visual & cutter assessment test. If information becomes available a supplemental report will be sent. (B)(4).

Event description:
Report received from the USA stating that service was required for the device. During service cannot insert cutter was noted. It is known the device was not used in surgery. It is known injury or medical intervention did not occur. There was no additional information provided.